Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa continued from block. Evaluation results inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal circumflex and one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. On the same day a myocardial infarction (mi) occurred. The reported mi was related to target vessel. The investigator indicated that the reported mi was possibly related to the study device. (Ref MFR #9612164-2011-01388 and 9612164-2011-01389).